Event description:
Procedure: thoracoscopy wedge resection. Reportedly, when the surgeon applied the stapler, there were numerous staples malformed, causing the seal on the lung disease to be inadequate. A large section of the anastomosis was missed. The surgeon proceeded to an open thoracotomy to repair the lung tissue.